Manufacturer narrative:
(B)(4).

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a saccular thoracic aortic aneurysm of an unk size at zone 3 approx 7 months ago. There was no thrombus or calcification. It was reported that on an unk date a distal type I endoleak was confirmed. The physician elected to intervene approx 2 weeks ago by implanting an additional talent tf42x42 stent graft, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.